Event description:
The lead was removed due to infection, returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the partial lead was returned to the manufacturer in segments, analyzed and tested out of specification. The distal conductor was fractured. The distal conductor had blood/body fluid (not obstructed). The defibrillation conductor was distorted. The outer tubing overlay was melted, had cosmetic environmental stress cracking (esc) and esc breach/breach (non-electrical). The inner insulation was torn. The outer insulation had cosmetic depression.